Manufacturer narrative:
The insulin pump was received with a button error alarm and had two unresponsive buttons due to corroded keypad traces. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer attempted to clear the button error by changing the battery but the alarm persisted. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.